Manufacturer narrative:
During a literature review a report was discovered of a customer that claimed to have experienced second degree burns on right upper leg after fifteen minutes of use. Specific use of the product was not reported, no lot number is available, a root cause could not be determined due to lack of information and sample being unavailable for evaluation. Unknown if medical intervention was required. No additional details or contact information was provided. Due to the report of burns being reported this medwatch is being filed.

Event description:
While using a cold pack the customer suffered second-degree burns.